Event description:
It was reported that during patient follow up on a newly implanted lead, a decrease in sensing and an increase in capture threshold were observed. Imaging did not show any anomalies. It was noted that due to patient anatomy the lead was implanted with a lot of slack. Repositioning recommended however the physician elected to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.